Event description:
Clinical study. Same case as 6000089-2006-02105. It was reported that 71 days after a coronary drug eluting stenting treatment procedure,the patient required a target vessel reintervention (tvr) and 39 days later required a 2nd tvr. Lesion 1 was a 3.0mm, 90% stenosed, 12mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x16mm study stent. Lesion 2 was a 2.5mm, 90% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 2.50x12mm study stent. There were no reported complicatons. The patient was discharged 3 days later on plavix and aspirin. Seventy one days after the initial procedure, the patient required a tvr for in-stent restenosis. The physician performed a pci with a cutting balloon with resolution of the patient's symptoms. Thirty nine days after the reintervention, the patient required a second tvr for in-stent restenosis. The physician successfully implanted a medtronic endeavor in the target lesion. No further complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.